Event description:
Per the clinic, the patient experienced skin issues and developed an infection in january 2019, and was treated with antibiotics (type and duration not reported). The patient underwent a surgery to debride the area on (B)(6) 2019. In (B)(6) 2019, the patient experienced drainage at the site and was treated with antibiotics (type and duration not reported). However, the issue could not be resolved. A revision surgery is planned but has not yet occurred as of the date of this report.

Manufacturer narrative:
This report is submitted on 10 february 2021.

Event description:
Per the clinic, it was reported that the patient underwent revision surgery on (B)(6) 2021, in order to convert the patient to a transcutaneous osia baha implant system. During the procedure, the abutment was removed and an implant was placed on the internal fixture.